Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d9: device - additional information g3: date received by manufacturer- additional information h2: additional information h6: adverse event problem component codes ¿ additional information.